Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. The customer later advised that in addition to the illuminated service indicator, the device would not recognize when the hard paddles assembly was connected.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that after replacing the hard paddles assembly, proper device operation was observed through functional and performance testing. The device has since been returned to the end user for use. The device will not be returned to physio-control for evaluation.